Event description:
The customer reported that the device did not show an onscreen charging message as expected. This was found in testing with no report of pt impact or involvement.

Manufacturer narrative:
(B)(4): the customer reported that the device did not show an onscreen charging message as expected. This was found in testing with no report of pt impact or involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.